Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A review of the device history record was performed and no quality issues were found during production. A formal corrective action will not be initiated at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte luer access split-septum stand-alone device had loose closure. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had loose closure. No serious injury or medical intervention was reported.